Event description:
A patient had severe mitral regurgitation and partial dehiscence of mitral valve annuloplasty ring. The patient was post mitral valve repair and coronary artery bypass surgery and admitted for scheduled abdominal aortic aneurysm resection. Pre-op echocardiogram indicated severe mitral valve regurgitation with dehiscence of valve annuloplasty ring. The ring had separated off the annulus at p3, as well as the a1 level. The annulus had torn and the posterior leaflet of the mitral valve was actually separated off the annulus at this level. The mitral ring was removed and a #25 valve was selected. Placement was difficult as mulitple stitches kept pulling through the patient's tissue. Ultimately satisfactory tissue was found. The patient was rewarmed and taken off bypass. A transesophageal echocardiogram was performed which demonstrated a large amount of central mitral regurgitation as well as a perivalvular leak. The patient was put back on bypass. The friability of the patient's atrial tissue made exposure of the valve difficult. Tissue near the anterior commissure was very poor quality - the valve was excised. Sutures would not hold the annulus; they kept tearing back up into the left ventricle as well as up near the aortic root. The patient had been cross clamped for some time and it was felt that to continue would be futile. The pump was turned off and the patient pronounced dead.